Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
As reported: "patient reported getting his foot stuck in a recliner and hearing a 'pop' and hip went limp/flaccid. X-rays appeared to show a broken head. Patient was brought to or for revision of head and liner. V-40 biolox 36 mm +5 mm head was found to be broken. A universal v40 taper adapter sleeve +4 and 36 mm universal head were put on in additional to a new liner, after hip was debrided extensively." Spoke to rep: shell and liner were competitor devices.